Manufacturer narrative:
Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon (iab) therapy that the suboptimal augmentation and catheter whip observed during use of the cardiosave iabp. No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: h6 (medical device problem code). D.4. (Serial) remains incomplete, as no iab lot or serial number was provided. No decon or visual inspection performed since product was not returned and could not be evaluated. Since the product was not returned, we were unable to perform a device evaluation. A n ICU rn, contacted the esp hotline regarding suboptimal augmentation on a cardiosave iab pump, the team observed declining pressures and augmentation values. Despite the multiple troubleshooting waveform whip and suboptimal augmentation persisted. ECG artifact likely contributed to poor timing and augmentation. Timing markers appeared appropriate, catheter placement was not confirmed at the recommended 2nd¿3rd intercostal space, which may have affected performance. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to a iab failure, but solely to guide the healthcare provider in operating the iab correctly. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.